Event description:
The user facility reported that the tr band became deflated during use to assist with achieving hemostasis of the radial artery following a transradial interventional procedure. The following info was provided by the user facility: the access site began to bleed again because the band would not stay inflated; manual pressure was used instead of the band to stop the bleeding; and f/u communication confirmed that the pt is "fine."

Manufacturer narrative:
(B)(4) - although there was reportedly no impact to the pt and an estimated volume was not available, the event description indicates that some blood loss did occur. Results, conclusions - are based on eval of user facility info only. The involved device has not been returned from the user facility for eval and the production lot number is not known (user facility thought the lot number was 100713, but this lot does not exist). Therefore, meaningful eval of retained samples, device history records and complaint files is not possible. The cause for the reported deflation of the tr band cannot be determined based upon the available info. All currently available info has been filed by qa at the mfg facility for appropriate tracking, trending and f/u. A supplemental report will be submitted if significant add'l info is obtained such as the results of eval of the involved device by qa at the mfg facility. (B)(4).